Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection. The system was explanted and replaced. There were no known adverse consequences to the patient.